Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving three separate products; associated mdrs # 1225714-2014-05356; 05357; 05358; 05359; 05360; 05361; 2937457-2014-01344; 01345; 01346.